Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that on several occasions she obtained inaccurate high readings. The patient claimed that in (B)(6) 2011 she obtained a high reading of "30.5 mmol/l" with the subject meter. The patient also stated she obtained an inaccurate high reading of "18 or 19 mmol/l" with the subject meter in (B)(6) 2011. The patient informed the csr that she manages her diabetes with oral medications; however, it is not known what action, if any, the patient took in response to the alleged high readings. The patient reported that on both occasions, within 30 minutes to 1 hour after obtaining the alleged inaccurate high readings, she developed symptoms of feeling shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that a control solution test was unable to be performed. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.